Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported that they experienced a high blood glucose level more than 400 mg/dl. Customer changed infusion set. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.